Event description:
T wave oversensing post ventricular paced beats noted on the at/af episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).